Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was lost to follow up and received multiple inappropriate shocks for atrial fibrillation with rapid ventricular response. The device was explanted and replaced. The patient was stable and was discharged home without any complications.

Event description:
The issue was discovered when the patient presented in clinic for a routine follow up.

Manufacturer narrative:
The reported field event of inappropriate therapy was confirmed in the device image. The device behaved as programmed. The device was tested at the bench and no anomalies were found. A longevity calculation was performed and found the battery depletion was normal based on the device usage.